Event description:
During training of the hospital staff, the covidien application trainer pushed down on the foot table movement pedal to raise the table in the upright position, when she released her foot from the pedal, the table kept moving upwards. She turned the power off to the table and called the liebel flarsheim field service engineer to checkout the foot pedal switch.

Manufacturer narrative:
Liebel flarsheim field service engineer service report fse found that the foot pedal switch was stuck in the upwards position. Fse readjusted the switch and tested. Investigation completed and system return to full service by customer.